Manufacturer narrative:
Product analysis: the explanted valve was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during to the implant of this transcatheter pulmonary bioprosthetic valve, the patient continued to form clots despite being treated with heparin. It was suggested that this patient had a known issue with clot formation, given the inferior vena cava (ivc) filter in place prior to the valve implant, and previous reports of clotting under heparin. The valve was implanted successfully and there appeared to be no significant gradient or flow restriction to the right pulmonary artery (rpa). Approximately six weeks later, the patient developed chest pain and was admitted to the emergency room. A pulmonary embolism was reported and computed tomography (CT) showed no blood flow to the rpa, with a possible clot formation. Approximately two months following the valve implant, during stenting on the rpa, it was reported that a section of the rpa had clotted off. The physicians were able to cross the clotted section of the rpa with an 0.018" wire, however that was the only device that was able to be advanced through the clotted area. The patient underwent surgery to remove the clot. The transcatheter pulmonary bioprosthetic valve was explanted. A surgical bioprosthetic valve was implanted. It was speculated that the valve was implanted in a way that flow to the rpa may have been obstructed enough for a clot to form, however this was not confirmed. The root cause of the clots in the rpa was not known. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which reported that a 26 fr non-medtronic introducer sheath was used during the initial transact heter pulmonary bioprosthetic valve implant procedure. The valve was not re-sheathed during the implant. The act (activated clotting time) levels were monitored every 30 minutes. It was reported that aspirin was prescribed following the valve implant. It was reported that the valve implant procedure was approximately 90 minutes. The follow up procedure to restore rpa flow was approximately eight hours. No additional adverse patient effects were reported. Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were not received for review. The valve was explanted, but was not returned for analysis, therefore a thorough exam of the valve to confirm clotting was not possible. Per the additional information received, six weeks post implant, the patient reported developing chest pain and was admitted to the emergency room. Two months post implant, during stenting of the right pulmonary artery (rpa), it was reported that the clots were forming with heparin on board during the follow up procedure to attempt to open the rpa. It was also reported that the clotting was not an issue with the harmony valve itself. It was believed that the clotting occurred in the introducers and long sheaths that were used. The initial event description stated that the patient had a known issue with clot formation so most likely this issue was due to the patient pre- existing condition. It was also reported that the valve was implanted in a way that flow to the rpa may have been obstructed enough for the clot to form. This was not able to be confirmed with imaging. Occlusion and thrombus are known potential adverse events per the instructions for use (IFU). Occlusion and thrombus are effects that are highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In this event, the clotting and occlusion that occurred was most likely related to the procedure and the patient pre-existing condition. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.